Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and lead system exhibited decreased threshold and impedance measurments on the left ventricular lead. This lead exhibits appropriate sensing, but no capture. The atrial pacing lead exhibited stable impedance measurements and increased threshold measurements. Guidant received subsequent information that the left ventricular pacing lead was explanted and a non-guidant epicardial left ventricular pacing lead was implanted. The atrial pacing lead was capped and replaced with a non-guidant pacing lead.